Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The hypotube was completely separated 82.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 10-may-2018. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the tortuous, thrombotic, mid right coronary artery. Predilation was performed using a compliant balloon at nominal atmosphere. A 2 mr 1.50mm x 15mm maverick²¿ balloon catheter was advanced but failed to cross due to lesion density. Another of the same size balloon catheter was used to predilate the lesion, a drug-eluting stent was implanted, and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.